Event description:
It was reported that during an infusion, channel b went into an air-in-line alarm. User could find no air in the line and moved the set to channel a. During the remaining infusion time, user noticed the green light on all three channels came on and the pump shut down. There was no other information and there was no patient consequence.